Event description:
It was reported that after the catheter was unpacked, the statlock and the package was found adhered. After the statlock was taken, the font in the box was found discolored. It was suspected by the customer that the product was leaking or there were problems on the storage or disinfection of the product. This report addresses the second of two devices.

Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recq1338 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recq1338) have been reported from the same facility in (B)(4). Device has not yet been returned for evaluation.

Event description:
It was reported that after the catheter was unpacked, the statlock and the package was found adhered. After the statlock was taken, the font in the box was found discolored. It was suspected by the customer that the product was leaking or there were problems on the storage or disinfection of the product. This report addresses the second of two devices.